Event description:
It was reported the pt had been admitted to a hospital regarding another health issue and had turned her scs system off. The hospital physician requested instruction was unsure if the system was working. The sjm rep explained to the physician the pt would need her external devices to communicate with the system. It was reported the daughter would go home to retrieve the external devices and call back with any issues. No further communication was received. Attempts to determine if the system had any issues were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.